Manufacturer narrative:
The boston scientific sales representative who performed the explant procedure stated the cause of the infection is unknown and the results of the cultures are unknown and cannot be accessed. There was no vegetation on the leads. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to infection. No additional adverse patient effects were reported.